Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause of the malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation was unable to confirm the reported customer's allegation. In addition, other issues included there was deformation or breakage due to physical stress from a handling problem, deterioration or breakage of the adhesive from chemical or physical stress, and the angle wire became longer than normal. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the bronchofibervideoscope had an image error which displayed the light source not working. There were no reports of patient harm.